Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, they experienced erosion and necrosis of the urethra and/or vaginal wall. The patient reported that they were diagnosed as having a urethral obstruction secondary to sling and that due to the failure of the sling they underwent surgery and additional medical treatment. It is unknown what surgery was performed or medical treatment provided. It is unknown if the device remains in the patient. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, the company was unable to determine if the device met specifications, and the company was unable to determine the specific relationship of the device to the event.